Manufacturer narrative:
Exact date unknown, event occurred few days ago from the date the manufacturer was made aware.

Event description:
It was reported via social media that the patients device did not work. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.